Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was 10 mmol/l at the time of event.the event occured three or more hours after insertion. The site of insertion was at abdomen. The infusion set was in use for 3.5 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.